Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to type anything into the search bar and some keys were unresponsive. A field service engineer (fse) remoted in and verified that the keys were responsive, then forced an alt+control+delete. After forcing that, the device accepted inputs. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was working sporadically. Nursing was not able to search for medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.